Manufacturer narrative:
Pr (B)(4) : follow up MDR for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Manufacturer narrative:
Device problem code: a140901 - complete blockage. Patient problem code: f26 ¿ no health consequences or impact. Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#; 305916 batch#: 2003406 it was reported by customer that 1.difficult to push medication. 2.the defective needles. 3.leakae. Verbatim: rcc received a complaint via email. Email(s) attached. 1.difficult to push medication. 2.the defective needles. 3.leakae. Item#305916. Lot#2003406.